Event description:
It was reported that during a radical prostatectomy procedure, three devices were used with large clips and it was found some of the clips only closed partially (proximal to distal). Same/like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the misalignment occurred around the 3rd or 4th firing of large clip applier. This happened with three separate devices on the same case. The clips did not align from proximal to distal. This also caused the next clip to not release properly and a new device was opened. A similar situation occurred after a few successful firings with a misaligned clip. The clip which misaligned was removed from the body.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the misalignment occurred around the 3rd or 4th firing of large clip applier this happened with three separate devices on the same case. The clips did not align from proximal to distal. This also caused the next clip to not release properly and a new device was opened. A similar situation occurred after a few successful firings with a misaligned clip. The clip which misaligned was removed from the body. Did any clips fall off the tissue? Yes, they fell into the patient and was retrieved with forceps. Surgeon did say he may of exerted extra torquing while firing which may have caused the issue. Rep was able to attend a case and discussed the limits of the device. He agreed to be less aggressive and work more within the boundaries of the device.

Event description:
It was reported that during a radical prostatectomy procedure, three devices were used with large clips and it was found some of the clips only closed partially (proximal to distal). Same/like device was used to complete the procedure. There was no adverse consequence to the patient.